Event description:
The customer reported an over infusion and requested an event log review to determine user programing. The customer reported the following "dextrose 30% (d30) with 125 units of heparin was ordered. The pump was set at 8.2 ml/hr; however, within 2 hours, the nurse noted the entire 250 ml bag was given to the pt. The pt's ebg (estimated blood glucose) was greater than 500". It was suggested by the hospital biomedical engineer that if the door of the pump module was opened and the flow stop did not engage unregulated flow could occur. The customer reported the pt sustained serious injury and died. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.